Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level because they forgot to bolus before lunch. Customer blood glucose level was 24.6 mmol/l. Customer stated they were thirsty. Customer current blood glucose level was 19.6 mmol/l. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.